Event description:
The device was returned for a mechanical hardware failure (screen, no input). Upon return, the unit was powered on and the screen performed normally. Went through basic functions via the touch screen and unit functioned properly. Verified touch screen flex cable and lvds cable were properly seated at main pcba. Lever arm retaining plate was damaged and will be removed and replaced during repair process. No other damage found.

Event description:
The following has been reported: biomed reported: white dead screen. Patient harm: no. Stopped infusion: no. A preliminary review identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.